Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2016. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture starting at eight volts, high pacing impedance, and short v-v's (ventricle-ventricle). The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.